Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the log file. The mpu was not returned for analysis; however, a log file was submitted for review with events spanning approximately 30 days ((B)(6) 2020 per time stamp). Low power hazard and no external power events were active throughout the log file while connected to the mpu. A loss of power to the mpu caused no external power events intermittently between (B)(6) 2020 at 12:39:46 to (B)(6) 2020 at 11:32:52. The alarms resolved when power was restored. The backup battery provided power to the system during all no external power events. Pump operation was not affected. Per additional provided information, the patient dual disconnected the power leads while switching from the mpu to battery power; however, the root cause for the other instances of loss of power to the mpu was not conclusively determined through this analysis. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were multiple no external power alarms while on the mpu. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet or the house losing power. Additional information was requested but not provided.